Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5., h.6.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported on dt "rupture". Healthcare professional later reported that rupture was for contralateral side. This record is for the left side. The device was explanted and replaced.

Event description:
Healthcare professional reported "no complaint against the device". Healthcare professional later reported "rupture". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.